Event description:
It was reported the patient was scheduled to have surgery on monday, (B)(6) 2012, because the pump was "twisted in her." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter. (B)(4).